Event description:
Bag split at bottom when "tubed" in unit. Two containers in 1999: one leaked on nursing unit desk area and the bottom of another folded over on itself and hole ripped when pulled apart. Lot unknown.